Event description:
The customer reported that the device case had gotten wet and when the device was taken out, the service indicator was illuminated and the device would not power on. It was unknown if water had touched the device or not. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.